Event description:
The surgeon reported a system message displayed during surgery. The patient was being treated for vitreous clouding. The system primed and tuned successfully. The system was restarted a number of times and new cassettes were tried, but without success. Finally, they were able to restart the system and completed the surgery. The surgery took 2 hours longer than expected with patient under general anesthesia. There was no patient injury reported. However, the surgeon believes the patient may develop an early cataract due to the rinsing solution having run through the eye for such a long period of time. The surgeon is not willing to provide alcon with further information. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).